Event description:
It was reported that the balloon punctured. The patient presented with in-stent restenosis (isr). A 4.00 mm x 20.00 mm agent drug-coated balloon (dcb) was selected for use. The balloon was removed from its packaging and inspected prior to insertion into the guide catheter. Upon placement at the target lesion site, the balloon failed to inflate. The device was subsequently removed, revealing a puncture in the balloon. The procedure was successfully completed with another agent device. There was no patient complication reported.